Event description:
Implanted in 1999, pip-textured saline-filled breast implant. 2002 - pt was examined for deflated left breast. 2003 - deflated implant explanted - examination of implant showed a 3-4 mm opening on the posterior side of the implant inside the equator of it.